Manufacturer narrative:
The patient experienced peritonitis "a few days" after recovering from previous peritonitis episode. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.